Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of (B)(4) showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was placed in this patient on (B)(6) 2020 and functioned properly immediately after the placement. However, during another infusion on (B)(6) 2021, the upper arm of the patient swelled quicking. Stopped infusion and pulled out the catheter, finding a crevasse with the point 7cm away from the insertion site. Removed the catheter and a new catheter will be placed on an appropriate date.